Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2015 the manufacturer was notified that on the same day mitroflow valve (lxa, size 21 and serial number unknown) was explanted. Tha patient had a clinical history of cad, ateromasia tsa in asa therapy. (B)(6) 2014 ,the patient was hospitalized due to anemia and heart failure. On (B)(6) 2014, the patient was again hospitalized.

Manufacturer narrative:
Results: review of the device history records will be conducted, if serial number is identified. Histopathological evaluation will be performed upon return of the valve from the hospital.